Manufacturer narrative:
(B)(4). Additional information: the analysis results found that an ats45 device was received in good visual condition and with a reload loaded in the device. The reload was returned unfired. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and the firing teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the stapler was placed on bladder and did not seem to close. Surgeon attempted to fire but staples did not deploy, stapler jammed on tissue and was difficult to remove. Procedure delayed by few minutes and completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: describe how the device was removed from tissue. Was there any damage to the tissue after the device was removed? If yes, describe damage and what was required to repair tissues did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used?